Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had a pocket revision due to erosion. Reportedly, the rv lead was not exposed. However, a thinning of the skin at the pocket was noted. A pocket revision was performed and the rv lead was repositioned. There were no additional adverse patient effects reported. The rv lead remains in service.